Event description:
It was reported that when removing the nasogastric tube, resistance was noted and the doctor was required to pull the tube out by using more force than normal. Upon removal, a knot was found in the tube. The tube had been indwelling for 24 hours and there were no issues noted in the pt's chart upon initial insertion of the tube. The pt experienced some pain and bleeding from the nose post-removal however, these symptoms resolved shortly thereafter. No further complications were reported.